Event description:
Physician was attempting to use in.pact av balloon for patient treatment. A syringe was used to inflate the device. It was reported that a possible balloon burst occurred during inflation at 8atm. Normal balloon inflation of the dcb could not be achieved, and after the dcb was replaced with a new one, normal inflation was obtained. Upon examination of the first retrieved dcb outside the body, leakage from the balloon portion was suspected as the cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.